Event description:
The following has been reported: biomed reported: "no patient harm we have an IV pump that is having an issue. Staff states the pump is alarming "service needed. Pump problem." Serial number: (B)(6). A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for valve 1 leak failure. Failure could not be reproduced during testing. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. As a precaution, valve 1 050-0125-01 will be replaced during repair.